Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported event of low impedance was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements found no anomaly contributing to reported event of an impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that mapping values were inadequate during the initial implant of a right ventricular leadless pacemaker. The device was repositioned, but the helix became extended after it was caught on the myocardium. The device was removed and replaced to complete the procedure. Patient did not experience any consequences.

Event description:
It was reported that pacing impedance measurements were low during the fixation of a right ventricular leadless pacemaker. The device was repositioned, but the helix became extended after it was caught on the myocardium. The stretched helix was confirmed with fluoroscopy. The device was removed and replaced to complete the procedure. Patient did not experience any consequences.